Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based upon the results of the evaluation of the device, the following was determined: the user's complaint of "throwing error codes" could not be duplicated. The unit passed all testing. No error was found. The device passed final test procedure. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not verified in evaluation, and no further cause could be presumed. No damage was discovered during inspection. Per the soltive laser system instructions for use (IFU): "the soltive laser system is designed for maximum safety and performance. Under normal operating conditions and careful use, the manufacturer recommends a check-up of the device by a qualified technician, every 12 months. The intensive use, dust, or continuous movement of the laser in different places may require more frequent monitoring." [Page 18] "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." [Page 29] olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system experienced an e415 system error, the customer rebooted which cleared the error, this error was followed by a blast shield error before the procedure started (the blast shield was not replaced, the product was turned off and on and the blast shield error went away), the fiber then caught fire where it was connected to the machine. The issue was found during preparation for use, the intended therapeutic cystoscopy / ureteroscopy stone extraction and stent procedure were completed with a similar device (with a different fiber), and without delay. There were no reports of patient harm. Related patient identifier: (B)(4).